Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father mentioned that they were having sensor issues. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 483 mg/dl at the time of call. The customer stated that they treated the high blood glucose by giving bolus. The customer's father stated that they had ketones. The customer's father declined to troubleshoot for the sensor issues. The insulin pump will not be returned for analysis.